Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the level detection on the safety monitor did not function as expected. The switch was turned "on", but the level detection did not function. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.